Event description:
The device that failed is an abbott hi-torque balance middleweight.014, 190cm cardiac cath guidewire. During the procedure, staff were unable to advance a stent over the wire. Staff were able to advance a balloon over the wire, so they did that, and ballooned the vessel. They then took the balloon out and again tried to advance a stent over the wire. Again, they were unable to advance a stent over the wire. Staff removed the wire and noticed that the wire has an irregular "thickness" along its length that prevents a stent from being passed over the wire. The "thickness" almost looks like some sort of a "welding bead" in that it is an area were the wire's metal thickness is greater than it should be.